Event description:
Boston scientific (bsc) received info that this atrial lead had dislodged twice in two days of implant time. The doctor elected to explant it and implant a new one. The new lead remains in place.